Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please confirm if the patient required " secondary or even tertiary sutures". Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a perineal laceration procedure on (B)(6) 2024 and suture was used. During the procedure, the nursing staff performed perineal suturing and knotting on a parturient with a perineal laceration. When the suture broke, the nurse immediately replaced it and removed the previously stitched material to re suture it until the surgery was completed. This event resulted in an extended surgical time, and the torn skin of the patient may require secondary or even tertiary sutures, increasing the patient's psychological burden. Additional information was requested.